Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was reported that patient was injured, experienced extreme pain and stabbing sensations. Infection and incontinence returned. It was also reported that the patient has damage to urethra. The patient underwent a first surgery to remove first bit from urethra and require further surgery to remove the mesh. No further information is available.